Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented for an in-clinic follow up. It was noted that the patient had drainage present at the incision site. A culture was performed and revealed a staph infection. The full system, including a pacemaker, a right atrial (ra) lead and a right ventricular (rv) lead, was explanted. The patient was in stable condition.